Manufacturer narrative:
Block b3: date of event: date of event was approximated to(B)(6) 2020 as no event date was reported. Block d4, h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block e1: initial reporter city: (B)(6) block h6: problem code 1069 captures the reportable event of catheter break. Block h10: investigation results a visual examination of the returned complaint device found that the catheter was returned with the hub detached. It was also noticed that the detached hub has a kink in the collar. Additionally, the flare of the extrusion was found formed which is evidence that the manufacturing process was properly performed. This failure is likely due to factors or conditions related to procedure, such as handling and manipulation of the device, and/or the interaction with other devices that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A manufacturing batch record review was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event.

Event description:
It was reported to boston scientific corporation that a jinro pigtail nephrostomy catheter was used during a procedure performed on an unknown date. According to the complainant, during preparation, it was noted that the stent got broken. The procedure was completed with another jinro pigtail drainage catheter . There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Date of event was approximated to 04/01/2020 as no event date was reported. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Initial reporter city: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jinro pigtail nephrostomy catheter was used during a procedure performed on an unknown date. According to the complainant, during preparation, it was noted that the stent got broken. The procedure was completed with another jinro pigtail drainage catheter . There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.